Manufacturer narrative:
A report was received that the stent of a 6 x 40mm smart vascular device had migrated before use and that a little bit of the stent had prematurely deployed. The procedure was successfully completed with another stent with no reported patient injury. Attempts to obtain more information about this event have been unsuccessful. One non-sterile pkg assy 6 x 040 smart vas120cm stent delivery system (sds) was received with no locking pin and with a stent that was 1.0cm partially deployed. Usable length of catheter was 120.5cm. A kink was observed 4.5cm from the proximal end. Controls are in placed at the final assembly and packaging processes to detect kinks, or any other damage conditions. No other damages could be observed. The outer diameter of the outer sheath was measured at different distances as well as near the kink and was found within specification. Functional analysis of the deployment process was successful despite the kink on the catheter. No difficulty or anomaly was felt/ experienced during the stent deployment. A manufacturing records review could not be performed since the lot number was not provided. The reported ¿sds - deployment difficulty-premature/prior to use¿ event was confirmed based on the visual analysis of the device. However, the cause of the failure reported could not be conclusively determined. The product instructions for use (IFU) warns users that the black dotted pattern on the grey temperature exposure indicator, found on the pouch, must be clearly visible and to not the device if the entire temperature exposure indicator is completely black as the unconstrained stent diameter may have been compromised. The IFU furthers instructs to carefully inspect the pouch for damage to the sterile barrier, to carefully peel open the pouch and extract the sds from the tray. In addition, users are instructed to evaluate the distal end of the catheter to ensure that the stent in contained within the outer sheath and to not use a device with a partially deployed stent. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported event. The results of the product analysis do not suggest that the reported event was related to the manufacturing process. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, there was "stent migration before use" with a smart control 6 x 40 120cm self-expanding stent (ses). Another stent was used to complete the procedure successfully. There was no report of patient injury. The intended procedure and target lesion are unknown. The lot number for the device is unknown. Details regarding patient anatomy are unknown. It is unknown if there were any damages or anomalies noted on the device or stent delivery system prior to use. It is unknown if the product was handled and prepped properly according to the instructions for use (IFU). It is unknown if anomalies were noted during the prep of the device. A little bit of the stent had been pre-maturely deployed. The device will be returned for analysis.